Event description:
Reported false positive flu b result for 1 patient. It is unknown if the patient was symptomatic. The customer suspected the result to be false because the patient later tested negative with the sofia flu a/b only assay. No further confirmatory testing had been completed.

Manufacturer narrative:
Tested 5x returned devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with returns. Source: phone.